Event description:
During access, the micropuncture wire fragmented and a small piece broke off. It was left in place as it was deep in the tissue. It did not appear to be in a place that will cause any clinical issues. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Expiration - unk as lot is unk. (B)(4). Manufacture date: unk as lot is unk. Event eval: still under investigation.